Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a rubicon 14 device, there was contrast in the lumen. The inner diameter (ID) at the hub was measured, which met rubicon specification. Microscopic examination revealed that the tip was detached and not returned for product analysis. The guidewire used in the procedure was not received with this device. A .014¿ forte guidewire was used for functional testing. Functional testing was performed by inserting the guidewire through the rubicon device. No resistance was encountered until the guidewire reached detached tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-06113. It was reported that tip detachment occurred. The 3.0x150mm, 50% stenosed, progressive target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery with a significant bend less than 45 degrees. A victory 14 guidewire was advanced however physician felt there was not enough support. The rubicon¿ 14 was introduced however approximately half way through the guide catheter the physician encountered excessive resistance. The tip of the rubicon detached in the guide prior to entering the anatomy. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the distal section of the device now returned and examined. The inner diameter (ID) at the tip was measured, which met rubicon specification. The detached portion of the shaft was stretched .5mm distal of the second marker band. The portion of the detached shaft was stretched from the separation to 1.3cm. Microscopic examination presented that the tip was attached to the shaft. The distal tip was damaged. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-06113. It was reported that tip detachment occurred. The 3.0x150mm, 50% stenosed, progressive target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery with a significant bend less than 45 degrees. A victory 14 guidewire was advanced however physician felt there was not enough support. The rubicon 14 was introduced however approximately half way through the guide catheter the physician encountered excessive resistance. The tip of the rubicon detached in the guide prior to entering the anatomy. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MFR ID # 2134265-2014-06113. It was reported that tip detachment occurred. The 3.0x150mm, 50% stenosed, progressive target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery with a significant bend less than 45 degrees. A victory 14 guidewire was advanced however physician felt there was not enough support. The rubicon¿ 14 was introduced, however, approximately half way through the guide catheter the physician encountered excessive resistance. The tip of the rubicon detached in the guide prior to entering the anatomy. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).